Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer's site to determine the cause of the discordant, falsely low heparin unfractionated (uf) results. The cse performed sample probe and reagent probe alignments and tested both probes for accurate pipetting. The cse ran and repeated 10 previously affected patient samples with no issues. The cse indicated that results recovered within precision and accuracy specifications and that internal quality controls recovered close to the mean. The cause of the discordant, falsely low heparin uf results is unknown. The system and reagent are performing according to specifications. No further evaluation of this system or reagent is required.

Event description:
Discordant, falsely low heparin unfractionated (uf) results were obtained on a patient sample on the bcs xp system. It is unknown whether all of the discordant results were flagged by the system. These results were not reported to the physician. The customer indicated that they reran the same sample on the same instrument until they obtained a result that matched the patient's clinical history. The repeated results recovered higher and the customer reported the highest flagged result to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low heparin results.